Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an initial device implant on (B)(6) 2018, noise was observed due to possible myopotentials or the device anomaly. On (B)(6) 2018, the device was explanted and a new device was re-implanted 2 centimeters apart from the initial implant site. No noise was observed post procedure. The procedure was completed without any adverse consequences to the patient.